Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection had shows the helix was fully retracted and the helix was distorted. /there was no gap open on the drive shaft inside the sleevehead, and this indicated the helix was fully retracted. But the helix tip extended beyond the lead tip because the helix was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, unintended protrusion of the helix was suspected on the fluoroscopic image. The lead was once moved out of the patient¿s body and extension of the helix was confirmed. Retraction of the helix was attempted by using a pinch-on tool, but the helix could not be retracted completely and thus an anomaly of the helix was suspected. A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.